Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 with a cartridge during basal delivery. Customer did not know if blood glucose (bg) level had been impacted as customer had not tested. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.